Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made. Patient is stable.